Event description:
At the bha. The calcar planer was used, but it was not able to reaming bone. The cutting edge was rounded. The calcar planer was changed to the other type of calcar planer((B)(4)) and reaming was compete in two or three seconds.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be likely due to normal in service use. Material loss of the cutting teeth was observed most notably adjacent to the calcar cutting wheel rim; likely caused by multiple impacts with a hard surface. The cutting teeth of the calcar cutting wheel were substantially worn, most notably adjacent to the calcar cutting wheel rim. The worn cutting teeth were likely due to normal in service use. Material loss of the cutting teeth was observed most notably adjacent to the calcar cutting wheel rim; likely caused by multiple impacts with a hard surface. Energy dispersive spectroscopy (eds) analysis showed the calcar cutting wheel of the standard calcar planar to be made of a fe, cr, ni, cu, and ti, alloy, consistent with the 455 ph stainless steel alloy. The material hardness was approximately 49 hrc; meeting drawing requirements. No material or manufacturing defects were observed on the parts examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
At the bha. The calcar planer was used, but it was not able to reaming bone. The cutting edge was rounded. The calcar planer was changed to the other type of calcar planer(1020-2700) and reaming was compete in two or three seconds.